Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine disk drive was evaluated and identified as requiring replacement. The customer declined to have the service representative repair the system. No further information is available.

Event description:
The customer reported that the system displayed a cine disk unavailable error resulting in a loss of cine functionality. No patient serious injury or death was reported related to this event.